Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 665 mg/dl. It was stated that the customer also had some sort of infection. Troubleshooting was performed, and the insulin pump was programmed correctly. Found a no delivery alarm in the alarm history, on the day prior to the hospitalization. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.